Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a thr surgery while removing one (1) liner trial height +0mm the middle screw broke off. The procedure was resumed, without any delay, using a s+n back-up device. Nothing fell into the patient.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device screw channel was fractured off from the instrument. Some indentation marks and bending on threads where the trial humeral liner threads in were present. Some minor scratches and nicks were identified along the edges of the device. Some of the identified cosmetic damage is consistent with expected wear from normal use. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.